Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a critical pump alarm due to zero ml reservoir volume reached occurred. The patient was supposed to have been refilled the week prior to the report and based on calculation it was believed that the pump had been empty for 4-5 days. The physician was going to be filling the pump on (B)(6) 2015 but he was wondering if the pump could be damaged. No patient symptoms were reported. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.